Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.  If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. Biosense webster manufacturer's reference number (B)(4) has two complaints that are related to the same incident. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that on (B)(6) 2019 a patient underwent atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a smartablate¿ system rf generator and suffered an ¿esophageal fistula¿. The patient was admitted to the hospital on (B)(6) 2019 and is in critical condition and was diagnosed with an esophageal fistula. The caller states that there was no issue during the original procedure. There is no information about the hospitalization and if any intervention was performed. The physician did not provide a causality opinion for the cause of this adverse event. No other details were provided. It is not clear whether an atrioesophageal fistula was formed. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.